Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the device was fully clip deployed with the thumb advancer locked into step 3 (advancement of the thumb advancer and sheath splitting) and the thumb advancer had not been retracted. The clip was not returned. This finding is consistent with the reported completion of the thumb advancement and clip deployment. However, the report of advancing the thumb advancer, but continuing advancement until the number 3 was visible in the window after difficulty was experienced is not consistent with the instructions for use (IFU). It should be noted that during this step of deployment, the IFU under closure procedure instructs the user: do not advance the thumb advancer against excessive resistance. If resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract thumb advancer as far proximal as possible, slide the safety release to collapse the locator wings, pull the device out. It was reported that the safety features were not attempted to remove the device from the patient groin. The report of not attempting use of the safety features during a difficult removal condition is not consistent with the IFU, which states: if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After the access ports are used, retract the thumb advancer as far proximal as possible, then slide the safety release to collapse the locator wings and reset the plunger. Failure to perform these steps increase the forces applied onto the vessel locator wings and can contribute to the reported difficult removal. The analysis noted that the exchange sheath was completely slit, but had been stretched beyond the distal end of the tubeset during thumb advancement capturing the clip during deployment. The distal tip of the sheath was damaged from striking the opened vessel locator wings. There were clip tine puncture marks present at the distal tip of the sheath. However, the exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. These findings are consistent with and confirm the report of the clip not deploying and seen hanging out of the device. It was noted that the vessel locator wings were bent. This type of damage is generally associated with compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract, which may create distal forces resulting in bending of the locator wings and subsequently contributing to difficult device removal. The report of the access site being scarred may have been a contributing factor in the event; however, this cannot be conclusively confirmed. The finding of the bent vessel locator and stretched sheath with clip tine marks are known to contribute to the reported resistance during thumb advancement and difficult removal resulting in a failure to achieve homeostasis. Based on the investigation, the reported difficult thumb advancement, device removal and clip found hanging out of the device appear to be related to a failure to follow the instructions for use during deployment. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery (rcfa), using a starclose se device, after a heart interventional procedure. Reportedly, it was very difficult to advance the thumb advancer, and it was felt that something was not right. The physician continued advancing the thumb advancer until completing the step and the number 3 was seen at the window of the device body. The clip was fired and the device could not be removed from the patient's groin. The safety features were not attempted and the physician pulled the device out of the patient's groin. The clip did not deploy and it was seen hanging out of the device. Manual arterial compression was applied to achieve hemostasis. The patient did not experience any adverse effect. It was indicated that the access site was scarred. The physician is trained in the use of the starclose se device. No additional information was provided.